Event description:
It was reported that during testing at the user facility, the sabo sagittal saw was leaking oil/lubricant where the battery connects to the handpiece. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during testing at the user facility, the sabo sagittal saw was leaking oil/lubricant where the battery connects to the handpiece. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.